Event description:
Mother was administering injection to her son. The child was hyperactive and needle broken off during injection. X-ray was performed and needle was found in abdomen. Needle was removed surgically.

Manufacturer narrative:
Product has been received and is under investigation. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.